Manufacturer narrative:
Visual inspection of the returned device found that it had cleanly fractured into two fragments and both fragments were returned for inspection. The fracture occurred proximally to the medial edge of the central post of the device. The reported issue has been investigated and a device history record review is not required. The device was manufactured on november 20, 2013 and had a field life of 2 years and 4 months being used an unknown number of times. Therefore, the device left zimmer-biomet control conforming to specified use. The device is used for treatment. This particular device is listed in the aggregate tibial articular surface provisional (tasp) scope list associated with a re-design. The device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional is fractured.